Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when setting up the system on wireless, the manufacturer representative (rep) was unable to find any wireless networks. There was no patient involvement. Troubleshooting was attempted. When opening the self-test, the wifi endpoint showed as unavailable.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. H3: analysis found on net sec app- analysis determined the returned unit is undergoing analysis. The returned unit was bench tested and it was found that the checkpoint had the dmz port configuration missing. Once this was added, the checkpoint was able to connect to a wireless network and the lan using the endpoint and now functions, as intended. Information references the main component of the system. Other relevant device(s) are: product ID: 9735799, serial/lot #: 4996400308, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.